Event description:
Rptr writes, "after viewing 20/20 segment aired on friday, january 29, 1999, we feel it vital to input our experience with the vacuum assisted delivery of our daughter. Our daughter was born january 9, 1995. She was full term in an uneventful pregnancy to healthy first-time parents. At approx 10 hrs into the labor, the baby crowned but would not emerge. Dr applied vacuum during each contraction for one hr. During this time she stated twice we should do a c-section, but said, "one more push and she's here." We "one more pushed" during this hr. When the baby was born, her head literally looked like a water balloon sloshing as she was handed to the catch nurse. She uttered one cry and stopped breathing. The attending nurses started cardio-pulmonary resuscitation in delivery room and after 7 min transferred her to nursery where she was finally revived. She was stabilized then transferred to another hospital because this facility has no neonatal intensive care unit. She remained there for 8 days. After much questioning and little resolution, 20/20 piece finally answered what happened to our daughter. This contact to you is not intended to point blame to the dr or any hosp. It is our intention that accurate records concerning injury from vacuum assisted deliveries be compiled. She was definitely one of injured. Blessedly, our story has a happy ending. She saw a developmental pediatrician for her first 18 months. We were told her speech could be slow in developing due to area of her brain that was damaged. However she was discharged because she has shown no adverse affects from her trauma. Her physical and mental development have occurred at above average rates. She is now an active four yr old and has a one yr old brother. (Who, for the record, was not touched by the vacuum device.) Thank you for your time and perseverance in reading our story. Please help get the word out that this device can be extremely harmful, even fatal." Neonatal intensive care note: date of admission - 1/9/95. Date of discharge - 1/17/95. Discharge diagnoses - white female, 40 weeks gestation; perinatal asphyxia - resolved; birth trauma - multiple cephalhematomas - resolving; metabolic acidosis - resolved; anemia - resolved; oliguria - resolved; polyuria - resolved; hypotension - resolved; hypoperfusion - resolved; hypocalcemia - resolved; hypoglycemia - resolved; abnormal clotting studies - resolved; elevated liver enzymes - resolved; physiologic jaundice - resolving. Discharge planning - history: this 3440 gram, white, female infant was born 1/9/95 at 1431 to a 36 yr old mother, who was gravida 1, para 0, abortion 0. Maternal blood type is o positive. She was rubella immune, serology "nr" and hepatitis negative. Estimated date of conception was 1/8. Delivery was by prolonged vacuum assisted vaginal using epidural anesthesia. Apgars were 1/1 min, 3/5 min and 6/10 min. Infant required cardio-pulmonary resuscitation in delivery room. She was given chest compressions x 3-4 mins with bag and mask ventilation. At that time heart rate was <100 and there was no respiratory effort so infant was intubated with 3.0 endotracheal tube by crna and hand bagging continued. After intubation heart rate & color improved with some tone and respiratory effort. No medications were given. Infant was transferred to special care nursery being hand bagged. Mothers pregnancy was uncomplicated. Membranes ruptured at approx 11 hrs prior to delivery. At delivery amniotic fluid was clear. There is no significant family history of congenital, hereditary, metabolic, or genetic disorders. Dr arrived when the infant was approx 7-10 mins of age. Infant placed on ventilator at 100% 24/4 and intermittent mandatory ventilation of 60. Dr placed a umbilical venous catheter and infant was given 5% albumin x 2 (total of 26cc/kg) for poor blood pressure & perfusion. A peripheral intravenous line of dextrose 10 in water was started at approx 70cc/kg/d. Initial glucose was 71. Initial arterial blood gases at 1 hr of age was: ph 7.07, partial pressure of carbon dioxide 21, partial pressure of oxygen 379, bicarbonate 6, base excess -23. Initial complete blood cell count: white blood cell count 34.1 x 10(3), platelets 200 x 10(3), hemoglobin 10.1 gm/dl hematocrit 30.6% a blood culture was drawn and antibiotics started. Transport team arrived at 1 1/2 hrs of age. A umbilical artery catheter and umbilical venous catheter were placed, umbilical artery catheter fluids - normal saline with heparin, umbilical venous catheter dextrose 10 with heparin, total fluids kept at 70cc/kg/d. Infant taken by mother's room and transported to another facility 2 meq/kg sodium bicarbonate in 18cc st. Water was given during transport. Infant arrived at approx 4 1/2 hrs of age. Dr at bedside. Arterial blood gases on arrival in 21% 22/5 intermittent mandatory ventilation 10: ph 7.42, partial pressure of carbon dioxide 32, partial pressure of oxygen 70, bicarbonates 21, base excess -2. Infant placed on radiant warmer, vital signs, glucose check (59), complete blood cell count and neo 2 done. Umbilical artery catheter - normal saline with heparin, umbilical venous catheter fluid changed to dextrose 10 in water with calcium and heparin, no change in idio-ventricular rhythm. Infant reintubated with 3.5 endotracheal tube due to plugged endotracheal tube and taken to computed tomography scan. Intravenous fluids decreased to approx 66cc/kg/d. A skull series and chest x-ray were done. Glucose check at 7 hrs of age was 31. A bolus of 2cc/kg of dextrose 10 was given and umbilical venous catheter fluid was changed to dextrose 15. Follow up glucose was 67. Clotting studies done and infant was transfused with 15cc/kg packed red blood cells. Infant had no urine output x approx 16 hrs from birth. Dr spoke with the father by phone andupdated him on pt's condition, preliminary results of tests & plan of care. Complete blood cell count(1930): hemoglobin 9.9 gm/dl, hematocrit 28.5%. Hematocrit(2300): 23.9%.